Event description:
Surgeon was impacting the dilator into the disc space and the dilator tip broke off. He attempted to retrieve it but was unsuccessful. The broken tip was positioned against the wall of the annulus where the surgeon felt it as secure. He left it in place and proceeded with an interbody fusion procedure.